Event description:
It was reported surgical intervention was undertaken wherein the patients leads were explanted and replaced to resolve the issue.

Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Related manufacturer reference number: 1627487-2021-16738. It was reported the patients leads displayed high impedance resulting in loss of therapy. Reprogramming was unable to resolve the issue. Surgical intervention may be pending.